Event description:
It was reported that contrast was observed to be leaking from the resolute integrity delivery catheter prior to stent deployment. The physician proceeded to deploy the stent successfully in the appropriate position. The device was prepped with no issues noted and no damage noted to the device packaging. No clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The device was returned with a hypotube detachment 82cm distal to the strain relief. The detachment sites were oval and jagged. The hypotube was kinked 77.5cm distal to the strain relief. The stent was not returned with the balloon. The balloon had been inflated. The distal portion of the catheter was pressurized and maintained pressure without issue at 9atms (nominal) and 16atms (rbp). The proximal portion of the hypotube failed negative prep and liquid was seen exiting the detachment site when pressurized.

Manufacturer narrative:
Evaluation results: related to operational context (recreations completed regarding hypotube detachments show that if a hypotube is broken or kinked and re-straightened it can result in detachments with similar characteristics seen on the complaint device. Event most likely related to procedural use). Deformation problem. Evaluation conclusion: operational context (recreations completed regarding hypotube detachments show that if a hypotube is broken or kinked and re-straightened it can result in detachments with similar characteristics seen on the complaint device. Event most likely related to procedural use). (B)(4).